Event description:
It was reported that this pacemaker exhibited far field r wave oversensing on the right atrial (ra). Technical services (ts) was consulted and explained it hasn't cause of unnecessary atrial tachy response (atr) and recommended to use snapshot again after changing to longer blanking to be sure that the signal is get into blanking period. The device remains in service. No adverse patient effects were reported. Additional information was obtained; the device issue was resolved by reprogrammed.

Event description:
It was reported that this pacemaker exhibited far field r wave oversensing on the right atrial (ra). Technical services (ts) was consulted and explained it hasn't cause of unnecessary atrial tachy response (atr) and recommended to use snapshot again after changing to longer blanking to be sure that the signal is get into blanking period. The device remains in service. No adverse patient effects were reported.